Manufacturer narrative:
Returned for evaluation was a solero probe. The returned probe was reviewed by r&d and confirmed the ceramic tip was fractured at the end of the semi-rigid sleeve. The root cause of the fracture was a thermal event that over-heated the semi-rigid causing the ceramic tip to fracture. The root cause of the thermal event cannot be definitely determined but is potentially related to a variation in the power output of the generator. The customer's reported complaint description of tip fractured was confirmed. The returned sample had a fracture of the ceramic tip at the end of the semi-rigid sleeve. A review of the ship history review was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Hardware review: service order (so) 33742 was opened to evaluate solero generator s/n qby0002392 used during this case. A malfunction of the solid state generator was observed and is the potential root cause of the issues observed during this procedure. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement; "using either the optional footswitch or the microwave power button on the upper right side of the front panel, start the application of the mw energy. The timer graphic located on the left of the display will begin to count down to zero as soon as the energy is activated. The delivered power will be displayed to the right of the timer graphic. Caution: the output power display may decrease over time as reflected energy can increase over ablation period due to changes in the tissue. The ablation is considered complete when the timer reaches zero." Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
During the testing of a solero probe for a microwave ablation procedure, the generator displayed 200w when it was set to 100w. Thinking this could be a probe related issue the physician opened a 2nd probe. During testing the second solero probe in saline, the generator still displayed 200w when it was set to 100w. This time the probe tip fractured while in the saline. There was no patient harm or injury due to this event. The reported device has been returned to the manufacturer for evaluation.